Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed as designed and intended. The assay was not developed with a dual-target detection approach for hepatitis b virus (hbv). No run data, lot information, or patient sample material associated with the publication or the reported discrepant results was available for analysis. A review of stability data, internal non-conformance records, and change records did not identify any product-related issues. The reported discrepancy was attributed to the dual-target detection methodology of the non-roche assay described in the publication. No harm was alleged in the study or this case.

Event description:
The initial reporter alleged that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay did not detect hepatitis b virus (hbv) positive samples, where a different non-roche nucleic acid testing (nat) assay provided hbv-reactive results. The allegation was based on a publication that described a study comparing the detection capabilities of a dual-target in-house assay, the kit s201 t-scrn mpx v2.0 96t ce-ivd assay, and another commercial assay. The study suggested that the dual-target approach of the non-roche assay increased hbv detection compared to the mpx v2.0 assay. No run data or lot information associated with the publication or the discrepant results was available. No harm was alleged.